Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain / pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and salpingectomy. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (right salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menstrual disorder and dyspareunia had resolved. The reporter considered dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: she had an essure sterilization to her right fallopian tube in 2016. She had already had a left salpingectomy in the past for an ectopic pregnancy. She has developed right liac fossa pain discrepancy noted in insertion date : (B)(6) 2017. Discrepancy noted in removal date : (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: showed blocked tubes. Pregnancy test - on (B)(6) 2017: negative. Ultrasound scan - on an unknown date: essure insert is in the correct place. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021: event- "genital haemorrhage", was added, and rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain / pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: intentional insertion of multiple contraceptive devices ("an essure device was only inserted on the right side"). The patient had a medical history of iliac fossa pain, ectopic pregnancy, miscarriage, parity 2, alcohol use, smoker, swelling nos, nausea, vaginal discharge, thrush vaginal, suprapubic pain, vaginal bleeding, vaginal discharge, salpingectomy and ectopic pregnancy. As concurrent condition the report mentioned abdominal pain. Concomitant products included codeine phosphate for pain and paracetamol for pain. In 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction") and candida infection ("recurrent thrush"). The patient was treated with surgery (right salpingectomy on (B)(6) 2020). At the time of the report, the pelvic pain, menstrual disorder and dyspareunia had resolved. The outcome of candida infection was unknown. The reporter considered candida infection, device intolerance, dyspareunia, genital haemorrhage, hypersensitivity, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: she had an essure sterilization to her right fallopian tube in 2016. She had already had a left salpingectomy in the past for an ectopic pregnancy. She has developed right liac fossa pain discrepancy noted in insertion date : (B)(6) 2017 discrepancy noted in removal date : (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: showed blocked tubes; (date unknown): neither fallopian tube appears patent [pathology test] on (B)(6) 2020: urgical pathology report: right fallopian tube clinical information removal of essure - hence done right salpingectomy. Final diagnosis right fallopian tube - within normal limits [pregnancy test] on (B)(6) 2017: negative [ultrasound scan] on (B)(6) 2018: findings: a supra-umbilical hernia is noted with a neck which measures 0.7 x1.2cm with a hernial sac which extends inferiorly from the neck measuring 2.6cm. There is also divarication of the rectus muscles with an inter-rectus distance of 2.6cm; on (B)(6) 2019: pelvic pain, rif following insertion of essure in right tube, 2 years ago. ?signs of inflammation, normal ovary. The right essure micro insert is seen in the correct pos; on (B)(6) 2019: rif pain on/off for few months. Previous sterilization 12mnths. ?ovarian? Other normal appearance the anteverted uterus. The endometrium measures 7mm and contains a small out of fluid products at the fundus. (Day six). Normal appearance of both ovaries. No adnexal mass or cyst or free fluid seen. Normal outline of the urinary bladder wall; (date unknown): essure insert is in the correct place quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Events inability to tolerate the device, hypersensitivity, recurrent thrush & intentional device use issue are added. Medical history ,concomitant condition, lab data & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle") and dyspareunia ("dyspareunia"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menstrual disorder and dyspareunia had resolved. The reporter considered dyspareunia, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and salpingectomy. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle") and dyspareunia ("dyspareunia"). The patient was treated with surgery (right salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menstrual disorder and dyspareunia had resolved. The reporter considered dyspareunia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: she had an essure sterilization to her right fallopian tube in 2016. She had already had a left salpingectomy in the past for an ectopic pregnancy. She has developed right liac fossa pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: showed blocked tubes. Pregnancy test - on (B)(6) 2017: negative. Ultrasound scan - on an unknown date: essure insert is in the correct place. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received. New reporters, patient's dob, lab test were added; essure placement and removal date were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle") and dyspareunia ("dyspareunia"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menstrual disorder and dyspareunia had resolved. The reporter considered dyspareunia, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2021: insertion date, removal date and events changes to menstrual cycle, dyspareunia and localised pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.